Event description:
It was reported that on (B)(6) 2012 while in the cath lab the intra aortic balloon (iab) was inserted via a sheath into the pt's left femoral artery. "Immediately after connecting, the pump ((B)(4)) showed helium leak alarm." As a result "all the connections were checked and found to be okay; the catheter was not kinked and no relevant cardiac arrythmia. The pump was put on "mute" and the position of the iab was checked several times radiologically and sonographically and the last x-ray was performed on (B)(6) 2012." The x-rays are not available for review. According to the medical staff "no blood was found in the helium tube." The iab was removed on (B)(6) 2012 with the sheath as one unit. The md did not insert another iab because the pt was "cardiac unstable." There was no reported pt death or injury. Medical/surgical intervention was not required and iab therapy was not delayed on interrupted. There were no reported pt complications. The pt outcome is listed as "unknown"/"unstable."

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.